Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. However, unit received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform the displacement test due to no button response.

Event description:
Information received by medtronic indicated that the reservoir lip ring compartment of insulin pump was cracked. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.